Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. Attached article, titled, "case report of increased left ventricular end-diastolic pressure with pulsatile left ventricular assist device".

Event description:
The article aims to investigate a patient with acute heart failure, severely depressed systolic left ventricular function, severe aortic stenosis, and multi-vessel coronary artery disease underwent transcatheter aortic valve implantation and concomitant percutaneous coronary intervention under pulsatile left ventricular assist device. Notably, the patient experienced unexpected shortness of breath and elevated left ventricular end-diastolic pressure and while under left ventricular assist device, which normalized immediately upon left ventricular assist device removal. It was reported that this was an arteriotomy closure of the common femoral artery using a large bore sheath related to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, adequate hemostasis was not achieved with the initial two prostyle devices. An additional non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "vascular access complications after catheter ablation of ventricular arrhythmias: impact of vascular closure devices."